Manufacturer narrative:
The insulin pump had moisture damage on the display board, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube and tube lip, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had been submerged in water and no longer worked. The blood glucose reading was 112 mg/dl. The customer stated that she was doing water aerobics and had completely forgotten that she was wearing the device. She noted that she had been in the water for about 45 minutes with the insulin pump. She stated that now the device no longer responded. She observed that the device was alarming a constant tone but nothing occurred, and a battery replacement did not resolve the issue. She stated that she had waited for 4 hours to try to resolve the issue so far. She also observed fluid under the display screen of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.